Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient that had previously been lost to follow-up, presented in clinic. Upon review of the electrograms, noise was observed on the right ventricular lead. The noise was reproducible. The lead was reprogrammed until it was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.